Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned for device analysis. The sentinel cps was visually inspected which noted the proximal filter was sheathed, the articulating distal sheath was relaxed, the distal filter was sheathed, and the distal filter slider (#3) was bent/kinked. A flow test was successfully performed through the front handle flush port and the rear handle flush port without any issues. The flow test was unable to be performed through the distal filter slider due to the kink. A functional test was performed, and the proximal filter was able to be unsheathed and re-sheathed using the proximal filter slider (#1) without issue. Device analysis was unable to confirm the reported event of proximal filter failure to capture/retrieve. The observed kink on the distal filter slider (#3) did not contribute to the reported failure to capture/retrieve the proximal filter and can be attributable to procedural factors such as handling/technique during the manipulation of the device or applying an excessive force onto it.

Event description:
It was reported that failure to recapture filter occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve implant procedure. The sentinel cps was inserted, and the proximal filter was advanced to the innominate artery. The proximal filter was deployed, however in attempt to recapture for repositioning, the proximal filter would not retract. The sentinel cps was removed with the proximal filter in an open state together with the introducer sheath. The tavi procedure was completed without the use of a sentinel cps. There were no patient complications.

Event description:
It was reported that failure to recapture filter occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve implant procedure. The sentinel cps was inserted, and the proximal filter was advanced to the innominate artery. The proximal filter was deployed, however in attempt to recapture for repositioning, the proximal filter would not retract. The sentinel cps was removed with the proximal filter in an open state together with the introducer sheath. The tavi procedure was completed without the use of a sentinel cps. There were no patient complications.